Event description:
Customer received the following results on the aviva system within 10 minutes: 206 mg/dl, 24 mg/dl, and 98 mg/dl. The result of 24 mg/dl was compared with a result of 133 mg/dl obtained on a professional's device. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.